Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose of 500mg/dl. The customer had symptoms such as nausea and treated with shots. Customer indicated that their doctor has not been contacted and their blood glucose value was 500 mg/dl at the time of the call. Customer indicated that the issue was resolved by 2 complete set changes. Troubleshooting found that the drive support cap appeared normal. There was no further information provided by the customer or troubleshooting and no further high blood glucose troubleshooting was performed. Customer was also advised to monitor the pump.